Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance, eventually going out of range. Technical services (ts) discussed programming options. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. This rv lead remains in service. No adverse patient effects were reported.